Event description:
Additional information received from representative that the replacement surgery has not been scheduled yet.

Manufacturer narrative:
Additional information has been updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [intellis], model [97715], s/n [(B)(6)], revealed. Analysis found the implantable neurostimulator (ins) feedthrough antenna was electrically open". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Sent email to caller about status likelihood of ins replacement. Rep responded to email that ins replacement surgery being planned. Closing case.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Spoke with steve buck about potential ins damage and that there wasn't any further troubleshooting to be done. Ts will send warranty contact info to caller. Caller will discuss further with pt and hcp. Technical services (ts) sent warranty team contact info to caller.

Event description:
It was reported that couple of weeks ago, patient(pt) noticed difficulty charging implantable neurostimulator (ins) and they were only able to get into passive recharging mode. Pt had received replacement recharger (rtm) last week due to this issue but this hasn't resolved the issue. Caller met with pt in clinic today and they were stuck in passive charging with values in the 90's for about an hour. Caller was able to connect using tablet and ins was showing at 100% charge. Caller keeps the ctm close the ins pocket always so caller unsure if there were any telemetry issues with tablet. Controller can connect with ins but only if it's very close to ins and that telemetry is intermittent in nature. Pt using low dose, 3 groups with 1 program in each group and pt doesn't use high settings to caller's recollection. Pt doesn't have any imped issues. Caller did have a spare controller and rtm that they tried and this didn't resolve the issue. Pt getting good therapy still and is using therapy. Unknown if there's been any falls, trauma or procedures. Tss reviewed replacing controller and battery pack to take those off the table. Mdt rep called when he was with the pt. Rep reports they are charging the ins with the passive recharge. Rep said the ins is at 20%. Rep will continue to charge to see if they get normal charging with telemetry. Rep will call back if it does not switch over to normal charging. Rep called back to report that patient still can't get the normal recharge screen, just passive recharge mode. During the call the battery went to 40% and then 80% at some point. Technical services(ts) had rep connect with his tablet and he was able to do so with distance telemetry, not having communicator over the ins. Patient controller however has to have proximal connection to allow controller to connect. Ts had rep disable and re-enable implant, but hat still didn't allow patient to get the normal recharge screen. Ts reviewed how to get mdt data report, and rep reply to email with the file attachment for analysis. Sent email to lead to take a further look. Patient services (pss) closing case for now. Called back and repeated previously documented information. Agent redirected the patient to their healthcare provider (hcp). Agent would like to add additional information. The patient also mentioned they couldn't do anything with the controller aside from recharging it. They couldn't adjust the stimulation unlike before. Rep called to check on update regarding next steps. Reviewed mdt file to be reviewed and next steps will be provided. Technical services (tss) left a message to rep asking about current ins telemetry and recharging and that session file didn't show anything remarkable. Tss awaits call back to review that there isn't further troubleshooting to be done and they an explant could be considered for this pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A report was received that the implantable neurostimulator (ins) was replaced on (B)(6) 2026, no additional information provided.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep a replacement is going to happen, but it is not scheduled yet. Dr's surgery schedule is booked out until late january so far.